Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. (B)(6). Device will not be returned.

Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes: 252 mg/dl (mobile system) and 112 mg/dl (aviva system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the suspect product has been discarded.